Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead went high output prior to eri, last in office check threshold was 1.5 at 0.4, and current measurement was 1.75v@1.0ms.